Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, no response was received.